Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician encountered difficulty positioning this lead at implant. Several attempts were made at affixing the lead in the right atrial appendage with no success. The lead was then affixed to the right wall of the atrium. Several days post-implant the patient presented to the hospital with chest pain and blood in their mouth - a perforation was suspected and confirmed in the right atrial wall via x-ray. A revision procedure was performed wherein the lead was explanted and replaced with a competitor lead. No additional adverse patient effects were reported. This lead is not expected for return and analysis.